Event description:
Allegedly, removed during revision surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This component was removed during the revision surgery of another component. There was no complaint stated against this neck. This report will be updated when the investigation is complete. The event occurred in foreign country.